Event description:
It was reported that the lead was explanted and replaced due to perforation. The stylet could not be inserted into the lead and the helix could not be retracted. The patient was stable throughout the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented with high capture threshold during post op after the lead was repositioned on (B)(6) 2015. The patient presented again with loss of r-wave sensing and loss of capture. The lead was again repositioned on (B)(6) 2015. Prior to the lead replacement, the patient experienced effusion and phrenic nerve stimulation.

Manufacturer narrative:
(B)(4).